Manufacturer narrative:
(B)(4). One (1) used caresite valve, without packaging, was received for evaluation. The caresite valve was returned connected to a huber needle extension set. The area at the caresite valve male luer connector and huber needle extension set connection was taped together with a piece of white tape. A cadd pump was also returned with the sample set-up. In an attempt to replicate the reported event, the tape was removed and the caresite valve was tightened onto the huber needle extension set. The caresite / huber needle set-up was tested at 10 psi water pressure. There were no leakages observed at the caresite / huber needle connection, or from any other location on the sample. The caresite valve was then removed and visually examined under magnification. There were no cracks or other abnormalities observed. The caresite valve was then subjected to luer taper, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakage observed within the valve during the testing time frame. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned caresite valve met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports infusing 5fu with a cadd pump, via a huber needle with caresite attached. A one liter bolus of fluid was given (rate unknown) and the caresite started leaking. This occurred in the facility as a new dose of therapy was being initiated for the patient.